Event description:
The patient¿s right leg hurts off and on, it does not feel like it usually does. This has been going on for the last couple of days. Patient also noticed pain in her back area and her leg will go to sleep at night when she was in the bathroom, then tries to get up and it was really hard to do. The patient was afraid she will ¿crumble crumble¿ or may be able to make it back in to bed. This was the first time she has had any problems with the device. When the patient walks up steps it was more hard and painful to do. This occurred the day before yesterday. The patient tried increasing stimulation but did not do much good. It was confirmed that the implantable neurostimulator (ins) was on and patient increased stimulation from 2.20 (which was high for her settings) and now it was at 2.50. The patient could feel the stimulation was on, she then increased stimulation to 2.80 and then 3.0 where she could feel the stimulation but it was not too strong for her. It was thought it was now feeling like it was working. The patient sees her follow-up doctor on (B)(6) 2014 and will let them know what has occurred. Additional information received on (B)(6) 2015 reported that there was a loss of therapeutic effect. The stimulator had been giving the patient problems and had had pain for a few weeks prior to this report. The patient didn¿t feel it was working and was having trouble getting up stairs. The patient would not have problems when it was working properly. She was going to see a doctor on the morning of this report. She had had problems off and on for the month prior to this report. Increasing and lowering stimulation had been tried and stimulation had also been turned off and the pain wouldn¿t go away. It didn¿t respond like it used to. It was turned off at the time of this report as the patient had to shower. She had it on all night and had a lot of pain when waking up the morning of this report. The patient had not fallen. The pain was there when on/off. The pain was located down the left leg and the right lumbar area of the back. The pain was constant and she was taking more pain medicine. The patient was using the device regularly but the month prior to this report had been up and down. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).